Event description:
It was reported that the lead integrity alert (lia) triggered due to short v-v intervals on the right ventricular (rv) lead. There was also high impedance, and fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The analyst noted that were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.

Event description:
It was further reported that the lead was partially explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, ICD, implanted:(B)(6) 2013. (B)(4).